Event description:
Pt awoke at approx 6 am & noticed tesio catheter had come apart with "lots of blood". Came apart at the extension connection (pre-clamp) on the arterial lumen. She reconnected the catheter & phoned the dialysis unit. Catheter currently remains in pt. Pt amazingly had no evidence of air embolus or infection at that time. Treatment will include monitoring for anemia and infection. Catheter integrity is monitored also.